Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's overhead blower filter and active exhalation control module were replaced to address the issue. There was evidence of contamination.